Event description:
It was reported that the programmer had intermittent printing problems as well as intermittent problems with not booting up. The programmer was returned for service and evaluation. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.